Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Additionally, the insulin gauge displayed an inaccurate fill estimate when the customer loaded a new cartridge successfully. The customer experienced a blood glucose (bg) level of 578 mg/dl and diabetic ketoacidosis. Reportedly, customer experienced vomiting and pain in the stomach and joints. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. The customer reverted to pen injections for alternate insulin therapy.